Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump. Customer's blood glucose was unknown at the time of incident. Customer stated that insulin pump was dropped and the drive support cap was sticking out. Customer also mentioned that the insulin pump is being held by tape and rubberband to keep it together. Customer also reported broken belt clip and a replacement belt clip will be sent. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with detached end cap. Unable to perform displacement test due to detached end cap. Unit received without belt clip unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case, cracked reservoir tube and stained end cap sticker.